Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings of 487 mg/dl and has treated with a manual injection. Customer stated that she inserted manually with the blue needle part out. No further info reported.